Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 5 hardware failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer assisted the user to load the controlled item into the newly opened full height pocket. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.